Manufacturer narrative:
The impella cp and the introducer were returned for evaluation. The guide-wire repositioning unit was examined and found to be deformed along the length of the sheath, with visible ribbing present along the sheath. The ribbing was consistent with damage due to buckling of the sheath. Damage was also observed at the tip of the guide-wire. The returned guide-wire repositioning unit showed signs of buckling, with curvature of the sheath consistent with the physical described reported by the complainant. There was also damage to the tip of the sheath. Based on the patient condition as described by the clinical account, it is likely that the tip of the guide-wire repositioning unit became stuck on an obstruction in the vasculature. Excessive force was likely applied in attempts t0 overcome this, leading to the buckling and ribbing evident in the returned sheath. The guide-wire repositioning unit was tested for sheath kinking, buckling, and tip split forces to the required specifications, and was found to be within clinically acceptable range. The root cause of the access site bleeding was most likely excessive force used to overcome the difficult patient anatomy, leading to damage to the sheath allowing for the access site bleeding observed.

Event description:
The complainant reported that a (B)(6) male patient weighing (B)(6) was admitted to this facility following chest pains suffered at home. The patient was found to have thick tissue and to have had previous stents, during which multiple femoral sticks, resulting in observed scar tissue. During patient treatment thrombi were found in the ramus and circumflex arterial stents placed 2 weeks previous. The thrombi were removed and new replacement arterial stents were placed. Following the placement of the replacement stents patient circulation was restored. At this point an impella cp was placed. Access site bleeding and a hematoma was observed at this time. Numerous unsuccessful attempts to reposition and advance the guide-wire repositioning unit were made. The physician then decided to remove the impella device. A contralateral balloon tamponade was obtained to occlude and limit blood loss. Vascular surgery was called and the patient was taken to operating room for open left femoral cut down closure procedure to surgically repair the left femoral artery. Closure was successful and an impella lp5.0 was then successfully placed in the patient. Following this event and the placement of an impella lp5.0 the patient was reported to be in stable condition, and greatly improved.